Event description:
It was reported to philips healthcare that during monitoring, the etco2 of the heartstart mrx etco2 was not functioning. Another unknown device was used to continue monitoring etco2. There was no reported patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.